Event description:
It was reported that the patient announced a meal on the ilet, did not eat, and then napped, after which he developed low glucose with sensor readings around 60 mg/dl; ems was called, the pump was paused per ems guidance for two hours, oral juice was given by family, and later the patient ate a peanut butter sandwich without announcing, after which sensor glucose was in the 90s mg/dl. Symptoms included hypoglycemia with confusion/disorientation, diaphoresis, and shaking/tremors. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the trainer and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and that the user interface was involved insofar as the event followed an announced-but-uneaten meal and unannounced treatment intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error that caused or contributed to the event.